Manufacturer narrative:
Concomitant medical products: product ID: 8709, lot# l78725, implanted: (B)(6) 2000, product type: catheter. Product ID: 8840, serial# unknown, product type: programmer, physician. (B)(4).

Event description:
It was reported that a critical alarm due to zero ml reservoir volume occurred and was confirmed by telemetry. The patient missed a refill and the low reservoir and empty reservoir alarm occurred. The healthcare provider (hcp) refilled and updated the pump but the low reservoir alarm was still occurring. The hcp re-interrogated the pump and it was found that the hcp had accidentally programmed the low reservoir alarm to 20ml. The error was corrected and the alarm was resolved. The patient experienced withdrawal with symptoms of shivers, nausea, vomiting and increased pain that occurred prior to the refill. Patient outcome was not provided. The device system delivered hydromorphone, bupivacaine and baclofen. Additional information has been requested, but was not available at the time of this report.

Manufacturer narrative:
(B)(4).